Event description:
In 2005 the physician successfully placed a xact stent in the right carotid artery. Six months later, the pt had a left carotid angioplasty and stent placement, stent manufacturer unk. Reportedly, the angiogram revealed that the previously placed exact stent in the right carotid artery appeared "fractured completely through the middle of the stent. It also appeared that the two pieces of the stent were no longer in alignment." It is unk what caused the stent to fracture. The physician also reproted that "there is approx 50 percent (%) stenosis at the level of the fracture" and the lesion was described as "not heavily calcified." The physician's plan is "if the level of stenosis increases to 70%, the physician will consider re-intervention probably a carotid angioplasty with a covered stent." The physician will continue to monitor the pt at this time. The present condition of the pt is unk. It is also unk if the pt is still in the hosp. Although requested, no add'l pt info was provided.